Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was conducted and revealed no abnormality during production. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. The investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. CAPA has been raised to address this issue. Capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification (B)(4) was initiated and a product advisory letter was sent on 12/29/2016.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4)

Event description:
It was reported that while the safety feature was activated, the safety shield fell off of the 22 g x 1 1/2 in. Bd eclipse¿ hypodermic needle. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Investigation: lot number history review / DHR review: complaint trending review of the lot for this issue reveals this is the first complaint. Based on DHR review, there were no non-conformance relating to this defect. Sample evaluation: 1 sample (sealed package) received. Further evaluation on the sample and no safety shield disengaged and no damage was observed. Picture of the returned sample. Based on sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.